Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port was damaged and the pump battery intermittently could not be charged properly without the customer manually adjusting the cable port. Additionally, it was reported that the pump battery was depleting quickly and that the touch screen was intermittently unresponsive. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.